Manufacturer narrative:
Updated patient codes.

Event description:
This report is being filed to submit additional ar-p codes.

Event description:
It was reported by a patient advocate that the patient with this right ventricular lead and associated cardiac resynchronization therapy defibrillator presented at the physician clinic with chest pains; the physician reportedly said the patient's heart rate was too high and needed to be brought down. Throughout the month of july, the patient reportedly was shocked repeatedly. At the end of july, the patient reportedly was taken by ambulance to the hospital and received 38 shocks in a 24-hour period. The device was programmed to monitor only and the patient expired one week later. The advocate reported that a wire had come loose and implied that issue caused the patient's death. The cause of death was noted to be listed as congestive heart failure. The field representative did not provide any further information.